Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that the custom distal femur replacement implant is similar to the mets modular distal femur replacement implant.

Event description:
A surgeon has reported that no circlip pliers were provided with the extra small component.